Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 7/8/98).

Event description:
The iab leaked and was removed. Another iab was inserted into the pt. (Multiple event to customer complaint number, 98-00542, 98-00544). On 6/10/98, the following was reported to datascope: the "check intra-aortic balloon catheter" alarm sounded from the pump blood was found in the line. The cardiologist was called and pumping was stopped. The intra aortic balloon was removed in the cath lab and another was inserted. The pt was returned to coronary care unit. It is unk if there were any pt injury or complication as a result of the event. The pt is slowly recovering, remains on a ventilator, and is vaguely responsive. [Event complications]: unk-reported 5/5/98 and 6/10/98. [Pt's current status]: recovering-rpt'd 6/10/98.